Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent thrombosis). (B)(4).

Event description:
Cec adjudicated that the patient suffered a stent thrombosis event in the proximal area of the stent in the rca on the same day as previously reported mi event.

Event description:
One endeavor sprint rapid exchange (rx) drug eluting stent was used in the index procedure; it was implanted in the mid rca. At 30 day and 3 month follow ups patients worst angina status was reported as I per (B)(6) of angina. Approximately 6 months post-procedure it is reported that the patient was hospitalized with elevated enzymes. It is reported that the patient suffered an acute non-stemi. It was a non-q-wave mi, located in the inferior, involving the target lesion. There was an angio done which revealed a totally occluded rca. It is reported that the patient was treated medically. Investigator has indicated that the event was possibly related to the study device. At the 9 month follow up, the patients worst angina status was reported as I per the ccsc of angina.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi, occlusion).